Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 1500mg/dl, and then he was transported to another hospital. His glucose level was 500mg/dl at time of the admission. It was stated that the customer was using the insulin pump as normal and did bolus, but his blood glucose would not come down. The mother stated that he was sick to his stomach and she thought he had flu. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion, excessive no delivery due to protruded/loose drive support disk. However, unit passed self-test and displacement test. Unit had scratched display window and cracked case at display window corners.